Manufacturer narrative:
The customer¿s experience of occlusion alarms was partially confirmed. The pcu event log shows only 3 instances of patient side occlusions with pump module s/n 14653699, pump module s/n 13134591 and pump module s/n 13138088 each alarming once for patient side occlusion. After each alarm, the user was able to restart the infusion. It is unknown if these alarms are the alarms the customer was referring to. Only the event log for pump module s/n (B)(4) was provided and it shows the pressure mode was set for pump. The pressure mode for the other 2 modules was not identified. Although requested, details and the suspect devices were not provided for the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that a pump had occlusion alarms. Although requested, no other details about the event were given.